Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of a catheter extension set was found damaged with a blood leak during patient use. It was stated that an unknown amount of blood flowed back after the injection site had broken up. The exact location of the leak was not mentioned but the injection site was not contaminated by blood. There is no report of patient/user injury or medical intervention in association with this event. No additional information is available.